Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the exhibited the cassette exhibited a leakage. There was no patient involvement on the event, no patient injury was provided.

Manufacturer narrative:
D9: date returned to mfg.: 2/5/2025. H3 and h6. Codes: updated. Device evaluation: one used device sample was received for evaluation. The customer reported problem of ¿cassette leak¿ was confirmed. While injecting liquid into the sample, a leaking was detected in the medication bag. The cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.